Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the artifact was due to high kv and ma settings while performing 3d test spins with nothing in the field. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the site had just completed the rad/fluoro gain calibration and when doing the test spins, they observed ring artifact on half of the images at multiple kv ma settings. The site tried both of the calibrations again and initially failed then passed after reducing by 2, but after that there was still ring artifact in half the image. There was no patient present.